Event description:
The surgeon was using the plasmablade to cut thru tissue, when he sliced through his glove and cut his finger.

Manufacturer narrative:
Product event# (B)(4). The pulsar generator is a surgical rf generator and, as such, delivers high power rf energy to the tip of the plasmablade handpiece to cut or coagulate patient tissue. If the surgeon's glove hand is in the path of the blade it is expected that it would be cut by the energy. The low (but within limit) vdd power to the u18 dsp ic was the cause for the f8 error but was unrelated to the reported incident. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgeon was utilizing plasmablade and sliced through glove and cut his finger. Cut was addressed with otc medical intervention and case continued.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(6).